Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to their clinic and it was found that previously an alert had triggered for the right ventricular (rv) lead due to sensing integrity counter (sic) being met and a lead noise warning had also previously triggered. The nurse could not recreate any noise. It was also found that a lead integrity alert (lia) was triggered due to t-wave oversensing (twos). It was noted that the threshold trend for the lead has been elevated since implant. Programming changes were discussed, and the rv lead remains in use. No patient complications have been reported as a result of this event.